Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-sep-2019 with the following findings: during investigation, there were no suspend events observed in the black box. The original complaint was unable to be duplicated. Unrelated to the original complaint, the battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 14-sep-2019, the reporter contacted animas, alleging a history/settings (suspend) issue. It was reported that the pump suspended without user intervention. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because suspending or resuming of the pump without an alarm may result in over or under deliver.